Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The issue was isolated the system pcb assembly. The device can no longer be repaired. The device was returned to the customer, per request. The customer will scrap the device.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.